Manufacturer narrative:
No product will be returned per the customer. The customer's complaint of tubing set with piston stick down that caused a leak at distal port was confirmed. Photo provided by the customer observed that the smartsite port blue piston was pushed down and did not fully return to a closed state. The root cause of this failure was not identified.

Event description:
It was reported that when the rn went to disconnect the tubing set from another mating device, the distal port piston remained in the stick down position, which allowed fluid to leak. It was confirmed during follow up that there was no patient harm as a result of his event.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that when the nurse went to disconnect the tubing set from another mating device, the distal port piston remained in the stick down position that allowed fluid to leak.